Event description:
The customer reported the ventilator failed the heated filter test due to inspiratory being out of range. The customer reported there was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.